Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the neonatal intensive care unit (nicu) was experiencing issues of downstream occlusion alarms with their spectrum iq pumps. It was identified that the pressure setting on the pumps was set to 'low' which may be a contributor to the issues they are experiencing. There was no known patient injury or medical intervention associated with these events. No additional information is available.